Manufacturer narrative:
(B)(4). All donor and manufacturing records relative to the subject graft were reviewed and indicated that the graft was manufactured according to procedure and met all required specifications; all final product sterility and environmental monitoring test results complied. There were no non-conformances associated with the manufacture of the product. The donor records were reviewed by the medical director, and the donor was confirmed to have been appropriately screened and tested in accordance with donor suitability criteria and was deemed eligible for transplantation; there was no bacterial or fungal growth on any of the recovery cultures, and all infectious disease tests were non-reactive (compliant). The tissue recovery organization which provided the donor tissue to the manufacturer was notified of this incident, and they have received no additional reports of infection involving any other tissues procured from this donor. The manufacturer has not received any other reports of infection involving any other grafts manufactured from this lot or from this donor tissue. Based on these findings, the medical director has concluded that there is no medical evidence to indicate that the subject graft caused or contributed to the patient's infection. In addition, it was reported that the operating surgeon stated that he does not feel the allograft caused or contributed to the patient's infection. No further action is required at this time and this event is considered closed.

Event description:
Hcp reported that a (B)(6) patient (with spondylolisthesis l5-s1) underwent a gil procedure l5-s1 with subsequent 360 degree fusion - posterior lumbar interbody fusion of l5-s1 using allograft bone void filler in the disc space followed by an interbody cage with its medullary portion filled with local autogenous bone graft from the right side. Posterolateral fusion bilaterally l5-s1 using local autogenous bone graft on the right side, and on the left side allograft bone void filler mixed with bone marrow aspirate. Bilateral pedicle screw instrumentation l5-s1. The patient was discharged from the hospital the following day. Sixteen days post-op, the patient began to have symptoms and was admitted to the hospital two days later with redness at the operative site and mild swelling of the lower back incision with no drainage, as noted by the nurse practitioner. Patient had a low grade fever (101.2) and a wbc of 15,300. Wound cultures were positive for (B)(6). The patient remained hospitalized for 5 days, and received antibiotic coverage (vancomycin and zosyn) during that time. Patient was discharged and switched to rocephin 2mg to be continued for 6 weeks at home. The patient returned to the hospital 5 days later as an outpatient for incision and drainage. The hcp reported that the operating surgeon does not think the subject allograft caused or contributed to the patient's infection.